Event description:
It was reported that during a "ventriculocisternostomy" surgical procedure, the "scissors with one movable jaw," which were functional at the beginning of the operation, became non-functional midway through the procedure: they appeared to no longer open and were therefore removed from the surgical field. During the reprocessing phase at the time of pre-disinfection, it was discovered that one of the scissor blades was missing. Postoperative review of the procedure video: "no breakage of the device is visible in the ventricular cavities". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: proximal shaft area damaged and corrosion a broken solder joint in the distal area between the shaft end and the jaw section was found. This could be caused by overloading, corrosion, or aging. The jaw section with the scissor blades is not damaged. The missing of one scissor blade could not be confirmed. Based on examination, the most probably root cause is a result of mechanical overload and aging of the solder joint. Based on the production date of march 2014, the product aging, reconditioning cycles, and corrosion weakened the solder joint, causing it to break under load. The missing of one scissor blade could not be confirmed. The event is filed under internal karl storz complaint ID: (B)(4).